Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery, partial display anomaly and no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer stated that he changes battery every 1 to 2 weeks, sometimes the screen has a rainbow effect to it and occasionally device will stop pumping.